Event description:
Pt contacted depuy complaining of pain. His doctor told him the patella has separated. Review of the medical records suggests loosening of the femoral and tibial components. The patient's leg was amputated on (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.